Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, it was noticed that lens was moving around and causing blurry vision. It was mentioned that consumer was going to get the implant removed. Additional information has been received and stated vision was blurred, went to see retina specialist. Lens was dislocated. Scheduled for surgery next with retina specialist. Consumer will have monofocal lens replacement. No history of head injury or eye injury. Unknown cause for dislocation. Has been told he has a very large eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. And h.6. (FDA evaluation method code b22 should be b14). Additional information provided in h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. No reason for the dislocation was provided. The reporter was the patient. The reporter indicated the lens was implanted 9 years ago. The reporter stated their vision was blurred. Retina specialist indicated the lens was dislocated. Future surgery to be scheduled. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).